Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, replace battery alert, replace battery now alarm or battery power loss alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and diabetic ketoacidosis. Customer¿s blood glucose level at the time of incident was 431 mg/dl. The customer also reported that they received a low battery alert prior to the replace battery alert or replace battery now alarm and this was the second occurrence. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.